Event description:
It reported that the patient presented to the ER after receiving several inappropriate shocks due to p-wave oversensing. The lead was dislodged from the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.